Event description:
The home pt and spouse reported a 2240 alarm during dwell 2/4 of automated peritoneal dialysis. The pt's spouse reported that pt had accidentally disconnected the pt line during treatment. The treatment was discontinued and finished with new supplies. There was no pt injury or medical intervention associated with this incident according to the nurse at the dialysis center.